Manufacturer narrative:
This report covers patient no. 6 out of 20. Please refer to FDA report no: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no: qn (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA, ferrosan medical devices a/s: 3008478369-2020-00001, (B)(4), 3008478369-2020-00003, (B)(4), 3008478369-2020-00004, (B)(4), 3008478369-2020-00005, (B)(4), 3008478369-2020-00006, (B)(4), 3008478369-2020-00007, (B)(4), 3008478369-2020-00008, (B)(4), 3008478369-2020-00009, (B)(4), 3008478369-2020-00010, (B)(4), 3008478369-2020-00011, (B)(4), 3008478369-2020-00012, (B)(4), 3008478369-2020-00013, (B)(4), 3008478369-2020-00014, (B)(4), 3008478369-2020-00015, (B)(4), 3008478369-2020-00016, (B)(4), 3008478369-2020-00017, (B)(4), 3008478369-2020-00018, (B)(4), 3008478369-2020-00019, (B)(4), 3008478369-2020-00020, (B)(4), 3008478369-2020-00021, (B)(4).

Event description:
This report covers patient no. 6 out of 20. Please refer to FDA report no: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no: qn (B)(4)) for evaluation of this event.